Event description:
Customer states: during a use on a patient at hospital, a nurse confirmed it was too hard to disconnect the connector of tube from the catheter mount. Information suggest that extubation and reintubation of a replacement tube was required however, it is not confirmed. Covidien is attempting to gather further details related to this report.

Manufacturer narrative:
If the sample is returned, a summary of the investigation will be provided in a supplemental report.